Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet screen presented as uniformly gray after the user awoke from a nap, consistent with a display malfunction and screen bezel separation, and a replacement was arranged. Symptoms included no adverse clinical effects, with blood glucose reported at 113 mg/dl. Outcomes included continued glycemic monitoring via the user¿s dexcom cgm and restoration of therapy anticipated with the replacement device. Investigation included review of user-provided photo evidence and logistics confirmation of replacement and return. Investigation of this device revealed a device display hardware failure affecting the screen assembly and bezel, with no impact on insulin delivery or cgm integration. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction of the display subsystem.